Event description:
On (B)(6) 2020 patient was undergoing a laser cystolitholapaxy with bipolar transurethral resection of the prostate (turp). In the middle of the turp the surgeon announced that "the loop has broken" referring to the storz bipolar cutting loop diameter 0.35 reference number: 27040gp1-s, lot number: 37li3018, manufacture date: 6 january 2020 and that the broken portion remained in the patient. The broken loop was replaced with an identical unused loop and the broken portion was removed from the patient. The replacement loop was damaged in the process of retrieving the broken fragment. A third loop of the same lot was used to complete the procedure. The surgeon, surgical technician and I examined the broken loop, a photograph was taken, and all agreed that all portions of the damaged loop seemed to be present. The procedure continued to it's planned completion with no injury to the patient. Immediately after the surgery was completed, a radiograph was taken of the bladder and submitted for radiologist review. With the surgeon's initial impression that there was no evidence of retained fragments. The patient was awoken from anesthesia and sent to pacu. The radiologist report noted that there were no visible radiopaque items in the radiograph. FDA safety report ID# (B)(4).